Event description:
Product was used following a ptca procedure. Two days post, pt complained of tenderness. There was a purulent discharge when pressure was applied to the groin site. Staph aureus infection confirmed and pt treated with IV antibiotics.